Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure there was difficulty advancing this lead into the target vein with the guidewire. Another guidewire was used, but the lead was not able to be placed. The physician went back to the first guidewire used and after several attempts to place the lead, it would not come out of the electrode tip. The physician suspected that the inside of the lead was broken. The lead was not implanted and planned to be returned for analysis. No adverse patient effects were reported.